Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and an external ECG revealed the pulse generator exhibited capture anomalies. The physician turned off the cap confirm. The patient was in stable condition. No additional information was reported.